Manufacturer narrative:
(B)(4). Mfg. Site name - freudenberg medical. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of four devices used during the same procedure. Manufacturer report# 3005099803-2018-00462 pertains to the first resolution 360 clip device, manufacturer report# 3005099803-2018-00463 pertains to the second resolution 360 clip device, manufacturer report# 3005099803-2018-00464 pertains to the third resolution 360 clip device and manufacturer report# 3005099803-2018-00465 pertains to the fourth resolution 360 clip device. It was reported to boston scientific corporation that four resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clips failed to release from the catheter. The same issue occurred with the other three resolution 360 clip devices, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.